Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's pump screen had gone blank and the buttons had become unresponsive. It was reported that the customer tried to replace the battery but the device remained blank. The customer's blood glucose level was reported to be 136.8mg/dl. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery connector not being plugged in properly to the interface board. Reconnected the battery connector, and the pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms were noted during testing. Unable to perform the unexpected restart error test, rewind test, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a stained end cap sticker and a stained address/serial label.